Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box showed that the current data range did not cover the complaint date due to continue customer use. On investigation, the pump powered up to a dim verify screen with discolored text. The display can be read/maneuver safely. The battery compartment was found to have cracked at the case seal. A leak was found where the crack was located during a leak test. Moisture corrosion was observed in the battery compartment. When the pump casing was opened, no additional evidence of moisture intrusion was found inside the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and moisture/corrosion was found inside the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.